Event description:
It was reported that when using the bd pyxis¿ anesthesia station es minidrawer 1.17 was difficult to open and close, repeatedly failed, opened rear of unit, and signs of apparent medication spill was found in rear of mini drawer with sticky residue affecting operation. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication spill in mini tray leaked out. A field service engineer found that propofol had spilled in the last pocket of the tray in drawer I.17, causing leakage into the drawer cavity and resulting in corrosion. Due to the damage, the drawer required replacement. The engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.